Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."   The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that this patient experienced "perpetual battery disconnect alarms" despite having fully charged batteries attached to controller. The patient also reported that one of the power ports on controller appeared to be loose.&#2056;e performed a controller exchange at home without consequence.&#2062;o further information was provided.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. The reported event of loose power ports and "perpetual battery disconnect alarms" was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events involving (B)(4). Additionally, two critical battery alarms were logged. The first occurred on (B)(6) 2016 at 19:06:10 and was triggered by (B)(4), which had 0% remaining charge. Prior to and following this alarm, (B)(4) had 90% remaining charge. The second critical battery alarm occurred on (B)(6) 2016 at 11:42:33 and was triggered by (B)(4) with 0% remaining charge. Prior to and following this alarm, (B)(4) had 83% remaining charge. Log file analysis shows that (B)(4) had not received the smr upgrade prior to these events. These premature switching events and critical battery alarms are most likely due to communication anomalies between battery and controller or normal patient usage behavior. It is likely that the patient interpreted these premature switching events and critical battery alarms as "perpetual battery disconnect alarms." Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to loose connectors and displaced o-ring gaskets on power ports 1 and 2. The most likely root cause of the "perpetual battery disconnect alarms" can be attributed to a communication error between the controller and the batteries. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. An internal investigation has been opened by the supplier to address loose power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.